Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be performed as no lot information was provided. Based on the available information we were not able to fully investigate this issue therefore a root cause cannot be determined at this time. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to avoid defects with our products. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. It is important to hold onto the white components of the injector when engaging/disengaging; and not grip the blue safety sleeve. If not done properly, the safety sleeve may become disengaged which can result in the needle becoming exposed. To avoid damage to the safety sleeve grips, it cannot be forcefully engaged. Investigation conclusion: customer complaints about the separation between the injector and connector. No pictures or samples are available for investigation. No lot is available, therefore DHR and retained samples cannot be reviewed for investigation. Root cause description: with the information provided a thorough investigation cannot be performed. Rationale: this complaint has been entered in our complaint management system and will continue to be tracked for any future occurrence. We appreciate you taking the time to bring this observation to our attention and we regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that the injector luer lock n35 experienced separation between the connector and injector causing leakage during use.